Event description:
It was reported that there was a general complaint of under infusion when infusing with "small bags" of medication. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown. Although requested, the customer was unable to provide any specific event details.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.